Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced cannula issues with infusion sets and bent cannula was pulled off on (B)(6) 2026. The patient noticed symptoms after three hours of insertion and infusion set was in use for 36 hours. The patient replaced infusion set and resumed insulin deliveries successfully.